Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The malfunction required the customer to reset the pump, and technical support provided information and assistance for this reset. After completing the reset, the malfunction did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue returned.